Event description:
Paramedics attended to a 70 year old male diagnosed in cardiac arrest. The pt's ECG rhythm was described as pea. Drug therapy was administered and external pacing was to be attempted, however, the device allegedly displayed a service indicator. The operator cycled power to the device but the service indicator remained illuminated and pacing was not attempted. The pt was delivered to the emergency room and treated. The pt was resuscitated.